Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The complaint was reopened for additional equipment evaluation, and to correct the information provided in the previous medwatch reports. Based on the results of the investigation, the glue was determined to have deteriorated over time due to chemical stress caused by the reprocessing process, and external stresses that were added during handling (hitting the distal end against a hard object, handling during wiping, etc.) Have led to the peeling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event, ¿glue of the objective lens peeled off¿, was confirmed, and the device did not meet the standard specifications. The probable cause was determined to be due to external factors, or handling of the device. The instruction manual identifies the following related verbiage which could have detected the phenomenon: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the laprothoraco videoscope exhibited peeling of the adhesive part of the objective lens. There were no reports of patient involvement.